Event description:
The consumer reported a change in therapy. It was reported that the patient had more trouble in their left leg than they do in their right leg and it was stimulator their right leg but normally was suppose to be stimulating their left leg. The patient reported that they were on program a, but wants to be on program b. They thought that somehow it got switched. The patient reported that this started about 1-2 weeks prior to the report. No trauma or falls were reported that could be related to the issue. They were able to check their device with their patient programmer and it showed that the stimulation was on. The patient tried to change from program a to program b but they stated that it just stays on program a. The patient could not move to a different program and it seems to be stuck on program a. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.